Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Customer¿s blood glucose (bg) level was 523 mg/dl. Customer used a manual dose injection (mdi) to address bg level and continued to use mdi as backup insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.